Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime/delivery test due to faulty back pressure sensor. Unable to perform the occlusion test due to prime anomaly. Motor passed motor test. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Customer also reported receiving a no delivery alarm. Blood glucose level at the time of the incident was 420 mg/dl, which was treated with the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.